Event description:
The physician attempted arteriotomy closure with the prostar xl 10 fr. Device after an interventional procedure. It was not reported if fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. It was reported that none of the needles came into the hub when the device was deployed. Needle backdown was attempted, but was unsuccessful. There was no way to pull or push the handle in any direction. The patient was taken to surgery. The device was removed and closure was achieved. Although requested no, no additional information has become available.